Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported that ten days following an intraocular lens (iol) implant procedure, a hyperopic surprise was observed. Approximately three months later, the iol was exchanged for a different model and a difference of 1.5 diopters of power. Additional information was provided indicating that the patient request for explantation was "I'm delighted with my left eye but not as much with my right eye".

Manufacturer narrative:
Evaluation summary: the lens was returned in a plastic bag. The lens case was not returned. Solution is dried on the lens. One haptic is broken in the gusset area (returned). The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).